Event description:
It was reported that a patient underwent a robotic assisted hysterectomy procedure on (B)(6) 2013. The patient had a large, rock hard fibroid a bit smaller than a grapefruit. During the procedure, the hand piece performance was not as good as expected. It was not cutting well. The procedure was completed with this device and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.